Manufacturer narrative:
Customer contacted for a refund/ replacement through amazon, but no response was provided.

Event description:
Parent has given feedback that their preschooler has falsely tested positive during two different periods in a matter of 30 days.